Event description:
It was reported that, during an arthroscopy procedure using a fast fix flex, when trying to advanced the knot, it could not be advanced and the implants could not be fixed. All the implants were removed from the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors that could have contributed to the reported event include improper tension applied to the suture while advancing the knot. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an arthroscopy procedure using a fast fix flex, when trying to advanced the knot, it could not be advanced and the implants could not be fixed. All the implants were removed from the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The device was without anchors and suture. No physical damage visible to the device. A functional evaluation could not be performed on the suture knot due to not being returned. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.